Event description:
An adverse skin reaction was reported with wear of the Abbott Diabetes Care (ADC) device. The customer experienced skin infection on their arm due to putting a nicotine patch right next to the insertion site. The customer went to a hospital, where a healthcare professional and was administered insulin and saline intravenously. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
The product has been requested back for investigation and the customer agreed to return the device. A follow-up report will be submitted upon completion of investigation activities or if additional information is obtained. All pertinent information available to Abbott Diabetes Care has been submitted.